Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. The customer observed an error message on the display. The customer's blood glucose level was 264 mg/dl. Reportedly, the customer contacted the healthcare provider. Troubleshooting conducted by tandem technical support determined the pump had reset and indicated a data log corruption. Reportedly, the customer obtained alternate therapy from the healthcare provider.